Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiia endoleak with aneurysm enlargement (4.8cm to 5.5cm) were detected during routine follow-up CT. The physician plans to reline and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type iiia endoleak with complete component separation and aneurysm sac growth. There was unsubstantial evidence to indicate that a secondary endovascular procedure was performed. The clinical assessment also determined that there was evidence to reasonably suggest buckling of the bifurcated device (duraply) occurred that was not included in the event as reported; the buckling was discovered during the review of the 47-month post-implant CT scan. The event is most likely anatomy-related due to aortic remodeling over time (66°angle (aorta) between the bifurcated stent and suprarenal extension). The procedure-related harms for this event could not be determined, and rhe final patient status was reported as stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with duraply.

Event description:
Additional information received per clinical assessment confirming that complete component separation and buckling of the bifurcated device were also present at the time of the reported event. Currently unable to confirm if re-intervention has been completed or scheduled for the patient. The complaint file will be reopened if additional information is received at a later time.